Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose less than 500mg/dl but greater than 250mg/dl, and a blood glucose of 51mg/dl, with polydipsia, and polyuria, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery did not match the bolus, alarm, prime, total daily dose, and suspend histories within the alleged time frame. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: review of the basal history showed the appearance of inaccuracy due to a 0.00-unit-per-hour basal rate that was manually programmed on (B)(6) 2018 from 14:27 to 15:27 and on (B)(6) 2018 from 09:12 to 10:12 and on that same day a prime performed at 17:09 and three ¿exceeds max total daily dose limit¿ warnings beginning at 23:09. On investigation, the pump powered on normally and was exercised for 24 hours. At the end of the exercise, the basal history correctly showed the programmed delivery in the total daily dose and the total daily doses added ups to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defect found. No errors, alarms or warnings occurred during investigation. The pump was found to be operating as intended without malfunction. Investigation did not duplicate the complaint.